Event description:
The iab was inserted into the pt in 2001 at 6:12 pm and removed 2 days later at 8:45 am. The iab did not malfunction and no iab was returned to datascope. The pt had major ischemia and removal of the iab was required. The family refused to have the leg amputated and the pt went on to expire 3 days after the iab was removed.